Event description:
The customer reported that while the unit was in use on a pt during transport in an ambulance the unit displayed a "low battery" alarm. They connected the pump to an ac power outlet, but the outlet was not functioning. The unit shut down. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the battery (part number (B)(4)). The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues.